Event description:
During shift check, customer reported that the autopulse platform (serial# b)(6) displayed user advisory "(ua) 45" (driveshaft not at "home" position after power-on/restart) error message over and over. No patient involvement.

Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned, and investigation has been completed.